Event description:
It was reported that the bd insyte¿ peripheral venous catheter tip damaged. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the cesarean section patient underwent cesarean section operation in no. 2 operating room. Before the operation, the indwelling needle (20g straight indwelling needle) felt astringent when injected, and the inner core could not be pushed in. After pulling it out, it was found that the front end of the hose was flat, and then re-inject.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ peripheral venous catheter tip damaged. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the cesarean section patient underwent cesarean section operation in no. 2 operating room. Before the operation, the indwelling needle (20g straight indwelling needle) felt astringent when injected, and the inner core could not be pushed in. After pulling it out, it was found that the front end of the hose was flat, and then re-inject.